Manufacturer narrative:
The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and "inflammation, infection and possible systemic adverse reactions."

Event description:
Patient reported, via ministry of health, "capsular contracture, inflammation, infection and possible systemic adverse reactions". Patient also reported "symptoms of breast implant illness and losing hair"; this is not device related. Left side. Device remains implanted.